Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2010, a (B)(6) female pt was implanted with a gore propaten vascular graft configured for pediatric shunt due to hypoplastic left heart syndrome. A norwood palliation procedure was performed from the subclavian to the pulmonary artery. On (B)(6) 2010, the pt presented with a shunt occlusion with arrest in the cath-lab, requiring ECMO support. On (B)(6) 2010, a re-stenting procedure was performed and the pt was weaned from ECMO. On (B)(6) 2011, the pt presented with a bt shunt occlusion, a pseudoaneurysm formation around the bt shunt and an occlusion of the midportion of the pulmonary artery. A take-down procedure of the bt shunt, repair of the pseudoaneurysm and a bidirectional glenn procedure were performed.